Manufacturer narrative:
The device information with the initial was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the infusion set fell out and insulin leaked. The customer's blood glucose reading was unknown. The customer stated that the insulin pump would work best if he were to be in bed all day, because he sweats a lot. The helpline offered to send him a tape kit to try, and advised the customer to seek an ostomy nurse to speak with. Nothing was replaced or returned.